Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles champagne size that would eventually grow into air gaps in the infusion set tubing and luer lock. The customers blood glucose level was reported to be in the low (200 mg/dl). The customer stated to have reverted to manual injections as alternate insulin therapy and declined to troubleshoot with tandem technical support.